Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of returned meter, the result was 18.1ua. The criteria is <55ua. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and returned strips (strip lot number:d181031-2 ). The control solution tests for level low were 106/105 mg/dl, for level high were 274/286 mg/dl. The request control solution ranges are: level low 35~85 mg/dl; level high 210~320 mg/dl. Two results were out of the acceptance range. And we found the desiccant color inside the patient's bottle had changed, which indicate the strip might get moisture. We tested the suspected meter with our retain strips ( same as patient's strip, lot number: d181031-2 ). The control solution tests for level low were 59/62 mg/dl; for level high were 243/252 mg/dl. The request control solution ranges are: level low 35~85 mg/dl; level high 210~320 mg/dl. All results were within the acceptance range. Pass. Because the desiccant color changed from patient's strips, indicate the strips might get moisture. Patient used those strips to test blood might caused or contributed to higher readings. User storage or operation issue.

Event description:
End-user stated that medical attention was sought on (B)(6) 2019 around 1:30pm at home. End-user stated that he received a reading of 122mg/dl on his prodigy meter, a normal reading for him for that time a of day is below 100mg/dl. He stated that he tests his blood glucose 3 times a day and has been using his prodigy meter about 2 years. End-user did not provide the time frame but after testing he stated he wasn't feeling well and had his wife bring him to the hospital. Upon arriving at the hospital his blood glucose was 24mg/l. He was given an IV of glucose solution. He did not receive any other type of treatment. His blood glucose was checked twice at the hospital with their meter and the results were 53,72mg/dl. The end-user said he was admitted at (B)(6) hospital located at (B)(6) 48192 for 28 hours. He said his lantus was changed from 56 units 2 times a day to 50 units and his novolog was changed from 36 units 3 times a day to 30 units by his primary dr after seeking medical attention. The end-user stated that his blood glucose was 116mg/dl when he was discharged from the hospital. No additional information has been provided.